Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with a polyfoil pouch. The returned components were subjected to visual analysis where a blood like substance was observed at the distal tip of the carrier tube assembly. The returned polyfoil pouch was opened from the end with the arrows to one inch from the opposite end. The bypass tube was observed dislodged proximal to the anchor. The anchor was fully exposed and orthogonal to the sheath. The deployment sleeve was in the forward lock position. Based on the returned device and complaint description, the complaint could be confirmed for a dislodged bypass tube. The dislodged bypass tube is likely what the user meant when they stated, "the closure device prematurely deployed in the process of placing". The bypass tube may become dislodged if mishandled. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested not provided. Ethnicity - requested not provided. Race - requested not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For (B)(6). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal closure device prematurely deployed in the process of placing. A second 8fr angio-seal device was opened and used to finish the procedure. The procedure outcome was fine and was reported that the patient's condition is good. Additional information was received on 4/23/18: the patient was having a carotid stent placed due to a stroke. The facility used an 8fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed, however, an ultrasound guidance was. There were there no issues with insertion, deployment, or withdrawal of the device due to it deployed before it entered the patient. There were no bio absorbable components left in the patient. A second 8fr angio-seal was opened and used to close the groin.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that the device is now available and to provide the device return date in the section. It was initially reported that the device was not available. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.